Event description:
The reporter indicated that cell voltage reported to be 0.25 v on follow-up telemetry. Cell impedance was >2000, and the magnet rate was fine. The nurse will perform a transtelephonic follow-up to reconfirm the magnet rate. On 12/5/96, a transtelephonic follow-up was performed and the magnet rate was normal.